Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under infusing" was not reproduced. Evaluation performed the fluid delivery test with the passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was under-infusing during testing occurred in the in the biomedical service department. There was no patient involvement. No additional information is available.